Manufacturer narrative:
A.5 race is unknown. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had placed a impella rp flex to support a patient admitted in for aortic valve replacement and abdominal aortic aneurysm repair. The support was ongoing when on day two plus, the pump was explanted for signs of hemolysis and kinking. The pump was removed and replaced with a new impella rp flex. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
H.6 code 4627 was reported incorrectly on the initial manufacturer device report number 1220648-2024-18607. A new code was added to health effect - impact code.